Event description:
Caller reports that the patient tested 260md/gl on an additional professional device at 11:37am, this device tested the patient at 60mg/dl at 11:42am, and the additional professional device tested the customer at 116mg/dl at 11:50am. No treatment was given based on device results. No adverse event reported and no treatment received. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device, however, caller declined.